Event description:
It was reported in a printed literature article, a 6f angio-seal sts plus was selected for use in the left common femoral arteriotomy following a lower extremity percutaneous transluminal angioplasty (pta) and stent placement in the left external iliac on (B)(6) 2013. A frontal view pre-deployment angiogram was performed which revealed a vessel diameter of 6mm and moderate calcification. The device was deployed successfully and the pt was discharged the following day. On (B)(6) 2013, the pt presented with acute exacerbated claudication in the left lower extremity. An angiogram revealed 99% stenosis at the puncture site, the anchor present in the vascular lumen and significant calcification from the common iliac to the peripheral artery. The pt was given 4000 units of heparin and underwent a thrombo-endoarterectomy and vascular patch repair to remove the angio-seal. It was also noted during the initial pta, thrombus the vascular insufficiency and the pt was discharged five days later in stable condition. Hashimoto, m. Et al, acute claudication after percutaneous vascular intervention using angioseal closure device, jpn j vasc surg (2014), issn: 0918-6778; vol 23; 79-82.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined.